Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the subject device had foreign material exiting from the air/water nozzle. The issue occurred, during preparation for use. For an entero-scope procedure. The facility finished the procedure with a replacement device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issues were confirmed. It is likely that a leak from the forceps channel prevented proper reprocessing and the removal of the foreign matter. However, foreign material remaining in the device could not be identified. No physical damage was confirmed at the place with the foreign material remained. The root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. Detection methods are described in the gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Preventive measures are described in the gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.